Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and the impedance trend on the rv (right ventricular) pacing lead was rising. On (B)(6) 2015, rv pacing impedance rose to 1501 ohms. It has been steadily rising since february 2014 when it was 1045 ohms. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant product: 5076-52 lead implanted: (B)(6) 2006.(B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited a gradual rise in pacing impedance to a high and out of range value. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.